Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the damaged fiber bonding of the outer tube could not be identified. However, it¿s likely the cause is related to improper handling by the user (external force). Also, a definitive root cause of the broken/faulty cable unit could not be identified. However, it¿s likely the cause of the broken/faulty cable unit is related to the following: 1.cable pins of odu connector are too small for shield cables shield cables are grouped of up to four single cables and this shield group is too big in diameter for the pins of odu connector. Soldering joints of shield group might be too weak to withstand the forces within cable. 2.sealing compound within odu connector does not seal the soldering joints and bare cable contacts completely against steam ¿ corrosion on the soldering joints and bare cables can be seen after several autoclave cycles. 3. Manufacturing jig 5016938 not fully suitable for soldering process ¿ cables and soldering joints are under stress during manufacturing process, and this can lead to premature damages of the soldering joints. 4. Soldering process at oste is not up to date. New guidelines for soldering process are available ¿ the new guidelines improve soldering stability and manufacturability of ¿good¿ soldering joints. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation however the customer¿s reported issue of streaks on the monitor and a distorted image was not confirmed. The device evaluation found; that the video cable was broken and therefore the image is purple. In addition it was found that the fiber bonding in the outer tube area (distal end) was damaged . The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video telescope had a streaks on the monitor and a distorted image. The device was returned for evaluation. During the device evaluation, a purple image was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.